Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that six days post implant a driveline disconnect alarm with a pump stoppage was noted in the history file. The patient and hospital team denied removing the driveline accidently. It was noted that the driveline had no damage. A review of the submitted log file data by technical services noted the reported pump stoppage and driveline disconnect events. Were captured in the submitted data log file. These events occurred while the patient was connected to a power module. The system controller was exchanged. The patient remained asymptomatic at the time of the event. No additional information was received.

Manufacturer narrative:
Approximate age of device - 6 days. The device was returned; the evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported pump stop was confirmed upon review of the system controller log file; however, the returned system controller functioned as intended throughout the investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The reported event could not be correlated to a device related issue. The manufacturer is closing the file on this event.